Event description:
Report, it stated, "removal of non-functioning penile prosthesis." As reported to co, the connector(s) only were removed and replaced; leaving in place the pump/cylinder set, catalog #9918s, serial #140773 and reservoir component, catalog #9075k, serial #148642 from the initial implant surgery.